Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of recq1116 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the catheter, it presented a cannon hole and was replaced by another one. Catheter had guide wire. No other information provided.